Event description:
It was reported that the pt underwent a sling procedure on (B)(6)2010. The pt was taking paracetamol for pain in the groin and thighs which receded shortly after the procedure. The pt reports having to get up every two hours during the night and some urge symptoms. The pt still has some nocturia twice per night. The pt experienced a urinary tract infection and was prescribed antibiotics and the infection has not yet cleared. The pt also is currently suffering from vaginal thrush.

Manufacturer narrative:
(B)(4) - nocturia; vaginal thrush - (B)(4) - urinary tract infection: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.